Manufacturer narrative:
H6: investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h10.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter lymphangitis occurred. The following information was provided by the initial reporter: lymphangitis of the right forearm catheter inserted on 22/05, appearance of lymphangitis on 27/05. Duration of insertion < 7 days. Recurrence: monthly . Was the device kept : no.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter lymphangitis occurred. The following information was provided by the initial reporter: lymphangitis of the right forearm, catheter inserted on 22/05, appearance of lymphangitis on 27/05. Duration of insertion < 7 days. Recurrence: monthly. Was the device kept : no.